Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 200-300 (mg/dl) range. Customer administered manual injections and boluses to treat elevated bg levels. Reportedly, the cartridge uses humalog and is changed every 4-5 days. Customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to rotate infusion site and to discuss diabetes management with health care provider.